Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared. The customer stated that the device was possibly exposed to sweat. Blood glucose value was 119 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received intermittent button response due to moisture damage keypad trace. No button error alarm. The insulin pump has minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked and cracked reservoir tube lip.